Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Visually inspected and found that bladder bag connection loose. The root cause of the reported issue is h-2 bladder bag connector loose and unable to pressure to 270-300mmgh. Actions were taken to mitigate the reported issue: replaced bladder assembly, and door assembly.

Event description:
It was reported that the device has lop pressure in chambers. Air in line sensor is too sensitive and tapping gas vent causes alarm. No patient injury was reported.